Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the temperature sensor with the tag alert triggered on the 3.00x38mm esprit btk resorbable scaffold system and was not inspected prior to implantation. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use (IFU) states: a non-sterile temperature monitor included in the package is for the shipping and storage of the esprit btk system. Before use of the esprit btk system, check the temperature monitor located through window in the back of the product box. The indicator should only show a check mark as indicated. If any other screen is present, do not use the product. In this case, the account is reporting the error and is aware of the deviation. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous right peroneal artery that is 80% stenosed. After the 3.00x38mm esprit btk resorbable scaffold was implanted, it was realized that the temperature sensor with the tag alert was not inspected prior to implantation and was noted to be triggered. As a result, a xience prime stent was implanted to reline the scaffold. Angiogram revealed the vessel to be open and patent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.